Event description:
User facility reported several unsuccessful cavity integrity assessment (cia) tests with a disposable novasure device. The device was removed and the physician viewed the uterine cavity with a hysteroscope. A perforation was seen. It is not known when or how this perforation occurred. On 6/24/2008 add'l info was received from the physician's office. It was reported that a pre-ablation hysteroscopy revealed "several large endometrial polyps" in the uterus. Additionally, they reported no treatment was needed for the small perforation seen at the fundus of the uterus and the pt was discharged home following the aborted procedure. The pt was called by the physician the next day (2008), and the pt reported she was "doing fine".

Manufacturer narrative:
A review of the mfg records for the identified lot number and serial number revealed no abnormalities related to the reported info. This device passed final testing prior to release. Device history record (DHR) review was conducted for the radio frequency controller (csp 6324). There were no reworks or observations noted at the time of MFR and it was released by qa on 20 july 2007 meeting all internal specifications. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure device. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36) although designed to detect a perforation of the uterine wall it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgment must always be used.